Event description:
The technician was performing a x-ray procedure. The x-ray tech pinched his finger in the bucky's ceiling suspension telescope tube part when he was moving the tube up. His left index finger was smashed and cut open. He received six stitches for the injury.

Manufacturer narrative:
Eval conclusions - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to FDA.